Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels of up to 529 (mg/dl) for 2 days. Customer administered a correction bolus and insulin injections to treat bg levels. System check with tandem technical support revealed that customer missed a meal bolus for breakfast on (B)(6) 2016 that they thought that they had delivered. Otherwise, system check indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.